Event description:
It was reported that a device alarmed for a system error 322. There was no report of pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to reproduce system error 322 during testing. The upper and lower aux were found to be out of specification. The upper and lower aux will be replaced.